Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During the procedure, the physician met resistance while deploying the ruby coil through another manufacturer's catheter. Upon removal, the ruby coil unintentionally detached inside the microcatheter. The physician removed the microcatheter and found that a portion of the ruby coil remained in the guide catheter. The guide catheter was removed and flushed. Angiography was performed to confirm that there were no remaining fragments of ruby coil in the patient. The procedure successfully continued using additional ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
A package was returned; however, upon opening the package an empty sterile pouch was identified. The ruby coil was not returned for investigation. The root cause of this complaint cannot be determined.the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.